Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of tip premature deployment.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used to capture a stone in the bile duct during a lithotripsy procedure performed on (B)(6) 2026. During the procedure, it was reported that the stone was grasped and captured, but the distal tip unexpectedly came off, and grasping the stone was impossible. It was also reported that the tip that got detached inside the body will likely be expelled naturally. The procedure was completed with another device of a different model. There were no patient complications reported as a result of this event.